Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation and the slight deformation of the shock coils occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation time of about 2 months, a ventricular dislodgement was reported.